Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer with cubie would not open or release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed to open. A field service engineer inspected pocket d and found it had failed due to medication being stuck inside, ejected the pocket and manually removed the medication. Advised the customer to relocate the item due to its bulky nature. All functions tested normal afterward. The system functioned as intended after the field service engineer resolved the issue.